Event description:
It was reported that the patient underwent a wound revision procedure in which the spinal cord stimulator implantable pulse generator, ipg, and two leads were explanted and a new ipg and lead were implanted. There were no device issues. The reason for the wound revision and device replacement is unknown. There were no patient complications reported, and the procedure was completed successfully. The explanted devices will not be returned as they were retained by the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: null, batch: null. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: null, batch: null.

Event description:
It was reported that the patient underwent a wound revision procedure in which the spinal cord stimulator implantable pulse generator, ipg, and two leads were explanted and a new ipg and lead were implanted. There were no device issues. The reason for the wound revision and device replacement is unknown. There were no patient complications reported, and the procedure was completed successfully. The explanted devices will not be returned as they were retained by the hospital. Additional information was received that the reason for the ipg wound revision was due to the patient experiencing infection and pain at the ipg site. The reason the two leads were replaced was because during the surgery they were found to be wrapped around the ipg. The lot number of the leads cannot be obtained despite good faith efforts. The patient is experiencing good wound healing and doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: n/I, batch: n/I. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: n/I, batch: n/I.